Manufacturer narrative:
The device was not returned for investigation. Bin files were analyzed and do not show issues or system notices for the date of case. Bin files show that at least 16 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Cryoablation procedure was performed (B)(6) 2012. At 37 seconds into the first ablation of the rspv, the physician lost capture of the phrenic nerve. The procedure was stopped and the case was completed with rf. Medtronic notified 03/08/2013 that patient had a phrenic nerve injury but was currently non-symptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.